Event description:
It was reported that the patient presented in hospital after receiving inappropriate therapy. Upon device interrogation, it was observed that the device was in back up vvi mode. The device was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the device entered backup vvi and backup mode with defibrillation therapy enabled (bdfo) after two rf communication interrupt overflows occurred within a short period of time as the device attempted to communicate with the remote monitoring unit. The cause of the rf communication interrupts was an rf chip anomaly.